Event description:
Caller indicated the relion confirm meter was giving high readings. Customer treated herself with novolog, total of 50 units due to receiving high readings on her confirm meter 10 minutes apart. Customer received a reading of 189; 175 and 248. Customer also stated she feels fine at this time but she believes possibly her reading were high due to her eating quiche broccoli pie and chocolate pudding. She stores her strips in the kitchen on the counter. Explained proper storage conditions. She stated the meter is in good condition, it is new. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.